Event description:
The patient had two model 3186 leads from the same lot implanted as part of his scs system. It was reported the patient was experiencing ineffective stimulation from his scs system. Surgical intervention was undertaken, and the patient's left-side lead was explanted and replaced. Additionally, the patient's physician decided to electively explant and replace the patient's scs ipg during surgery. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.